Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered inappropriate anti-tachycardia pacing (atp) and electric shocks. Boston scientific technical services (ts) was consulted and upon further review of the episode, it was noted that anti-tachycardia pacing (atp) accelerated the rhythm into the ventricular fibrillation (vf) zone. The device delivered electric shocks which ultimately converted the rhythm. No additional adverse patient effects were reported. At this time, this device remains in service.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. The baseline testing completed on the device found no failing conditions. All testing that was completed on the device passed or was not applicable, therefore no problem was detected.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered inappropriate anti-tachycardia pacing (atp) and electric shocks. Boston scientific technical services (ts) was consulted and upon further review of the episode, it was noted that anti-tachycardia pacing (atp) accelerated the rhythm into the ventricular fibrillation (vf) zone. The device delivered electric shocks which ultimately converted the rhythm. No additional adverse patient effects were reported. At this time, this device remains in service. This device was subsequently explanted due to therapy upgrade without allegations. This device has been received for analysis.